Event description:
Cameron health received info that this pulse generator ("device") was abandoned at implant, prior to pocket closure. It was reported that after communication was established between the device and programmer the pt was induced per implant procedure. After induction, tachycardia markers were observed on the programmer screen ECG and the device appropriately started charging in preparation to provide therapy to the pt. It was further reported that the pt's rhythm spontaneously converted to normal sinus rhythm; therefore, the device appropriately withheld therapy. A second attempt at induction occurred and resulted in a programmer error message being displayed indicating that communication could not be established with the device. The programmer was rebooted and attempts to connect were unsuccessful. The device was abandoned and replaced with a new s-ICD. It was reported that telemetry connection with the second device was successful. The second device remains implanted. The abandoned device was returned for analysis. There were no adverse pt effects reported.

Manufacturer narrative:
Initial analysis revealed, through x-ray and electrical testing, that the fuse element designed to protect the battery pack from excessive current drain was triggered (open fuse). The root cause investigation to determine what let to the open fuse element continues to be under investigation. This investigation will be updated upon completion of analysis. A review of the device history record was conducted. There were no issues identified that would have contributed to this event. (B)(4).